Manufacturer narrative:
G4: 18aug2020 b4: (B)(6) 2020 the power management board (assy,pcb,pwr mgmt,v8000) was returned to failure investigation (fi) for evaluation. Failure investigation observed that the unit has no alternating current (ac) power. No anomalies were noted. Installed returned pm onto known good test unit. Boot unit in normal operation mode with battery and ac. Alarms and errors were checked. It was noted that the power button does not work without the battery connected, and aux alarm supply failed error and cbit (continuous built-in test (device in ventilation mode) fan speed error were observed. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The determination could be made that the device failed to meet specifications. The reported problem was verified. The returned part failed due to electrically shorted d3 and electrically open d37. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported (power management) pm board damaged. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. Damage to a component of the pm board was confirmed by internal check. The manufacturer¿s international service technician replaced the defective pm board to address the reported problem. The unit successfully passed the required performance verification test.